Event description:
Account reported to dade behring that they have observed microscan gram-positive and gram-negative panels that were yielding insufficient growth (no results) or very rare biotypes beginning in 2006. Account ran purity plates from the prompt inoculum and received no growth on the plates. Results were associated with identified prompt lot. No report of injury or illness associated with this issue.

Manufacturer narrative:
Evaluation: method: performance testing of customer returns and retention samples. Results: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusions: dade behring has initiated a field correction for this issue and notified customers of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.